Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/13/2017 with the following findings: during investigation, the original complaint was unable to be duplicated. The keypad was undamaged and all the buttons were responsive. The keypad was opened and there were no intermittent conditions found on the keypad flex connector. Unrelated to the original complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The customer alleged that the ok and down buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.